Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in intraoral region 30#, its non-osseointegration was observed, 50ncm of primary stability was achieved and the patient presented bone type ii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. The 50 ncm of primary stability was achieved and the patient presented bone type ii.